Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of rebr0678 showed no other similar product complaint(s) from this lot number. Device not yet returned.

Event description:
Per sales rep, the facility reported that upon opening the package, one half of the valve assembly was found broken within the kit. A second device/package was opened to complete the procedure.